Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the left and right master tool manipulators (mtms) kept erroring on surgeon side console (ssc) 1. The customer stated that the surgeon was continuing the procedure from ssc 2. The customer stated that the system would be power cycled after the procedure. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller boards (rac) to resolve the reported issues. The fse also cleaned the rac 2 low voltage differential signaling (lvds) cables. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa). The rac was analyzed and the reported failure could not be reproduced. Fa installed the rac into the surgeon side console (ssc) test system and there were no issues at start up. Continued to run ten power cycles and sat idle for one hour with no issues. Fa reviewed the customer system error log and found error 30.